Event description:
The pt was implanted with a second synchromed pump in 1998 for infusion of medication for non-malignant pain/ failed back surgery syndrome. The catheter had been implanted in 1994 with the first synchromed pump. The pt experienced decreased pain relief and asked the hcp to remove the pump. The pt underwent explantation of the device in 1999. The device was returned to the MFR for analysis. The pt underwent implantation of a third synchromed pump in 1999.